Manufacturer narrative:
Date of report : 02jul2019, date rec¿d by MFR : 14jun2019 touchscreen assembly was received for evaluation. There were no sign of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The field service engineer (fse) evaluated the device and verified the reported condition. The fse could not change the settings. The fse replaced the touchscreen assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator touchscreen is unresponsive. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.